Event description:
As reported by lebanon affiliates, during a transfemoral procedure with a 29mm sapien xt valve, the guide wire was lost so the valve was deployed in the descending aorta. A 26mm sapien xt valve was placed. The patient is fine and the result was good. Mean annulus diameter was 25.7 mm with bulk calcium in the leaflets. Both xt 26 and 29 valves were suitable as it a border line case. The valve didn't move on the delivery system. There was a difficulty to cross the previous valve implanted in descending aorta but there was no difficulty to cross the native valve. The main issue was the loss of stiff wire exited from lv during alignment of the prosthesis in descending aorta. The following reply was received from the physician: if the wire is lost in the lv during the phase of alignment in descending aorta the stent, the valve cannot re-enter in the introducer sheath. The team tried for more than 1 hour to cross again the aortic valve to reposition the wire in lv. It was impossible. So the only way to manage this complication is to implant the valve in some place along the aorta. It is a well-known complication to lose the wire during the phase of alignment. There were no problems related to malfunction of the delivery system and the wire. Please be advised that I came to know that this patient passed away last week.

Manufacturer narrative:
The patient was reported to have expired approximately twenty days post tavi due to complications experienced after the procedure (pneumonia, bleeding, hypotension, renal failure). The death was not related to the valve. The instructions for use (IFU) and the sapien xt procedural training manual detail the steps necessary to place the guidewire and later align the sapien xt valve in the patient. The training manual also discusses important facts about handling the guidewire during the procedure, including: 1. Take time to ensure wire is tracked to apex of left ventricle and does not get caught in the mitral chordae. 2. Maintain wire position. 3. Ensure wire is still in lv, 4. Note: manage guidewire position. Guidewire can move as much as 8 cm proximally during valve alignment; and 5. Caution: maintain guidewire position in the left ventricle during valve alignment. The training manual also details steps on withdrawing a crimped, undeployed valve through the esheath. In this case, after the operator lost guidewire position and chose to deploy the valve in the aorta rather than attempt to remove it through the sheath. The reason for this is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing regarding the patient¿s death.